Manufacturer narrative:
Further investigations are not possible as the defective device was not available for investigation and s/n of defective device was not transmitted. Because of the characteristics of this event the manufacturer judges that this event fits in the recall for this product that addresses this potential failure. As soon as the healthcare provider response to the "urgent medical device correction" form from stihler electronic the affected heating profiles will be replaced. Should additional relevant information become available a supplement report will be submitted.

Event description:
It was reported that the blood warmer (prismaflo ii or prismaflo iis) on prismaflex began to smoke within 5 minutes of crrt initiated. No additional information is available. There was no patient injury or medical intervention associated with this event.